Event description:
The physician at hospital successfully achieved closure with the closer s 6 fr. Device following an interventional procedure of the leg. The pt was anticoagulated with heparin. Four days post procedure, the pt developed pain in the leg. An ultrasound and color-duplex were performed and revealed a pseudoaneurysm. Compression was applied, but was not successful. The pt was taken to surgery for an unspecified surgery. The pt recovered without further events and was discharged home.